Event description:
It was reported by the customer that their insulin was not calibrating correctly and the device alarmed. Customer states that the device has been unable to calibrate their blood glucose levels correctly and has alarmed with blood glucose levels off by as much as forty points. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were air bubbles in infusion set tubing. Afterwards, reservoir was reinserted into insulin pump and a manual prime was performed. Advised customer device is functioning properly. Customer's blood glucose level was 30 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.